Event description:
An eyecare practitioner has reported that a patient presented in 2003 having awaken 2 days before with pain and redness in left eye associated with wear of focus night and day lenses. Patient replaced lens which seemed to help. Upon examination, central ulcer, 2 mm in dimeter with pinpoint staining was diagnosed. Report states patient experienced mild pain, no discharge, moderate redness and no anterior chamber reaction. Patient instructed to discontinue contact lens wear and treatment begun with tobradex qid x 5 days. Final visit in 6/2003 states eye had resolved with faint scar located at 3 o'clock centrally with no vision loss. Patient resumed contact lens wear. No further information is available.